Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received as healthcare professional (hcp) reported that they did not have complained about pain from consumer as they did not explained anything to hcp.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for urinary incontinence. It was reported that the patient had poor communication. They were recently implanted with their device. The patient all of a sudden got the stimulation on and was in a lot of pain down below. They stated that they thought they got it too high. They decreased their stimulation so it was comfortable. They also reported that down below, on the front, left side of their leg into the thigh and groin part, they kept getting pains. They stated it was real swollen and red down there. They put neosporin on, but it still bothered the patient. They noted that it didn't bother them to pee, but it hurt when they walk or tried to turn from left side to right side. It was noted that the neosporin brought it down. They called their doctor and was waiting on a call back. On (B)(6) 2016, it was reported that the circumstances that led to the pain was between the catheter and the soap they used to clean themselves up with. It was noted that the pain was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.